Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was experiencing a burning sensation under the skin. The patient stated that this had happened 3-4 times and usually occurred when the stimulator battery was about to go dead or was close to running out. The patient reported that pressure on it caused the sensation to be more noticeable. Impedance check was 368-870 ohms range. No further complications were reported as a result of this event. [Refer to event 701915825 for information regarding the broken belt; refer to event (B)(4) for information related to the insr antenna issues].